Event description:
It was reported, ¿the patient was on the table and the physician requested the kit be opened. When opened and given to the physician, he immediately asked why he was given a 150mm and not a 100mm. The nurses showed him the package and the labeling. Everything was labeled as a 100mm. He proceeded and tried to make it work. The needle was a 100mm but the probe was a 150mm. Because he was not able to reach the area he needed, he ended up opening a new kit.¿

Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for lot 30286436 was reviewed and the product was produced according to product specifications. A root cause could not be determined. All information reasonably known as of 22 jul 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
Correction: d4, h4. All information reasonably known as of 11 jul 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.